Manufacturer narrative:
No medwatch for was received from the user facility, therefore, information on the medwatch form 3500 was completed by medtronic with information received from the healthcare professional.

Event description:
The hcp reported the patient is currently hospitalized due to a return of pain and "feeling strange." The hcp stated the patient is a diabetic and their blood glucose was 400. The hcp believes the issues are related to the diabetes and not pump related, however, a catheter dye study was being scheduled to rule out a catheter problem.